Event description:
Reporter states the softclix plus lancet protrudes out of the device. Reporter accidentally stuck herself while attempting to manually remove the lancet; no medical attention required. No adverse event reported. Requested return of suspect device and replacement was sent.